Manufacturer narrative:
A customer from (B)(6) reported false resistant piperacillin/tazobactam (tzp) results, in comparison to alternative etest® and kirby bauer disk method, when using vitek® 2 ast-n219 cards (lot 6190666203). Multiple lab reports were received showing vitek 2 tzp mic >=32. The customer submitted five (5) patient isolates and corresponding lab reports. Biomérieux internal investigation was conducted. The five (5) isolates were subcultured to remel tsab agar. The isolates were then confirmed via vitek ms and vitek gn ID cards as escherichia coli, with the exception of customer strain r3254209 which grew both klebsiella pneumonia and escherichia coli. Vitek 2 ast-n219 testing was performed on the customer lot (6190666203) and random lot (6190607203) as was broth micro dilution (bmd), the reference method used to develop the tzp formulary on the ast-n219 card (tzp03n). - isolate r4052118 resulted in tzp mic results of >=128 on both the customer and random lot. Bmd testing resulted in tzp mic results of 32. This is an essential agreement error and minor category error. - isolate r3254209 (mixed culture): the klebsiella pneumonia strain resulted in tzp mic results of >=128 on both card lot. Bmd testing resulted in tzp mic results of >=128, resulting in both essential and category agreement. The escherichia coli strain resulted in tzp mic results of 64 on both card lots. Bmd resulted in tzp mic results of 128, resulting in both essential and category agreement. - isolate r3261882-1 and -6 resulted in tzp mic results of 8 on both the customer and random lot. Bmd testing resulted in tzp mic results of 8, resulting in both essential and category agreement. - isolate r4044306 resulted in tzp mic results of >=128 on both the customer and random lot. Bmd testing resulted in tzp mic results of 8. This is an essential agreement error and major category error. - isolate r4032382 resulted in tzp mic results of 64 on both the customer and random lot. Bmd testing resulted in tzp mic results of 64 resulting in both essential and category agreement. Evaluation of the manufacturing batch records for ast-n219 lot 6190666203 indicated the lot met final qc release criteria. This lot passed qc performance testing. Ncmr 1422401 was written against this lot for a pouch integrity issue. The lot was reworked. Physical attribute inspection was performed in final qc with specifications met. Ncmrs were reviewed for the last 13 months (30sep17-31oct18). No ncmrs were written for the ast-n219 card for performance issues. No ncmrs or capas have been written for this issue during the time frame given above. The investigation concluded that two (2) isolates (r4052118 and r4044306) are atypical and will be added to the r&d stock collection for use in future development activities. The remaining isolates tested provided results in accordance with the reference method. The ast-n219 card is performing as intended.

Event description:
A customer in (B)(6) reported a false resistant piperacillin/tazobactam result for an escherichia coli strain in association with the vitek® 2 ast-n219 test kit. The customer stated the ast-n219 result was resistant (mic=128) and the kirby-bauer result was susceptible (mic=26). The culture media used was colorex orientation agar and macconkey agar. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The customer stated the isolate is not available for submission a biomérieux internal investigation will be initiated.